Event description:
The customer reported obtaining multiple quality control (qc) result issues involving the unicel dxc 600 synchron system. Beckman coulter review of the qc results indicated that the customer obtained low outliers at greater than three standard deviations low for phosphorus (phs), ammonia (amm), and direct bilirubin (dbil), and high outliers of greater than four standard deviations for digoxin (dign), and acetaminophen (actm). The customer noted that these are the only immunoturbidimetric therapeutic drug monitoring (tdm) tests run on the instrument. The customer stated that upon troubleshooting the qc failures, the customer discovered that the bottom of the reagent probe wash collars were wet with fluid. The customer was wearing personal protective equipment consisting of laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the reagent probe and proceeded to replace the hamilton 4-way valve, the reagent probe t-valve, and the tubing from the t-valve to the hamilton 4-way valve to resolve the issue. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is unknown as multiple parts were replaced to resolve the issue. Beckman coulter internal identifier for this report is (B)(4).